Event description:
The customer reported a controls test failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a controls test failure. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. The display assembly, which includes the key pad assembly, was replaced to resolve the failure. After passing all performance assurance tests the device was returned to use. We will consider this to be a keypad assembly failure that caused a controls test failure.